Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03530, 0001825034-2017-03531, 0001825034-2017-03532, 0001825034-2017-03533 medical products- bone screw catalog#:1402244 lot#: unk, bone screw catalog#:1402236 lot#: unk, screw catalog#:151550 lot#:unk, screw catalog#:151560 lot#:unk, threaded guide pin catalog#:903003004 lot#:unk, drill bit catalog#:281012138 lot#:unk, drill bit catalog#:281012144 lot#: unk, ball nose guide wire catalog#:281001080 lot#:862670, ball nose guide wire catalog#:281001100 lot#:661670.

Event description:
It is reported that the patient initially underwent a tibial fracture fixation trauma nail procedure. Subsequently, the patient is experiencing pain and a rash beginning a few months post-implantation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable for this complaint, as the nail was not removed in this procedure. This component is being reported for a different event. Please see associated report: 0001825034-2017-03764. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.